Manufacturer narrative:
This cot was evaluated and tested by a third party technician. No malfunctions were found and the cot passed all tests. Our conclusion is that operator error may have initiated the events; however, we are reporting this incident due to the reported potential of a delay in transport.

Event description:
The user notified their distributor that on multiple occasions they had difficulty lowering and locking the cot into place.